Event description:
It was initially reported that the patient was referred for a prophylactic replacement. Clinic notes were received which stated the patient had an increase in seizures and could not feel the vns stimulation. This was stated to be the reason for referral for replacement. The generator was replaced. The explanting facility historically does not return explanted products so device return is not expected. No additional relevant information has been received to date.

Event description:
The patient device information was received and the device data was reviewed. The generator showed no issues with functionality over the lifetime of the device. The data was not complete and did not contain information from 2018 for the patient.